Manufacturer narrative:
Additional information regarding product info included in sections d and g. The investigation is in progress. All information reasonably known as of 08 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 03 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 15 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: hip block. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving an unknown number of patients. This is the third of three reports. Refer to 2026095-2019-00132 for the first report. Refer to 2026095-2019-00133 for the second report. It was reported that a fast flow event occurred on the patient's pump. The used pump could not be retrieved and therefore the lot number is not confirmed. Information from the user facility indicated "pump ran dry on this patient and another several hours earlier than charting supported. When one pump was retrieved, we refilled with 400 ml and measured output in graduated cylinder. The dial was set to 8 ml/hr but the output was 12 ml over the hour (and same true for the next 4 hours we tested - output was 50% higher than dial)." Location of the pump was listed as "above the catheter" but distance is unknown. Further additional information has been requested.